Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2017-mar-25 regarding a patient's implanted infusion pump containing dilaudid and bupivacaine (doses and concentrations unknown). The indication for use was non-malignant pain. It was reported that on (B)(6) 2017, the patient went to the emergency room with a change in level of consciousness. The patient was released, and was later admitted on (B)(6) 2017. Magnetic resonance imaging (MRI) was to be performed, and a manufacturer representative was requested to check the pump. The patient was currently hospitalized. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.